Event description:
A nurse reported the cutter sheath detached from the tip of the cutter and being a foreign body in the eye during a vitrectomy procedure. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a zip top bag. At the time of receipt, was observed that the needle/stiffener was separated from the rest of the assembly and the inner cutter was bent. The sample was visually inspected and found to be nonconforming with the probe needle/stiffener pulled out of the needle holder, confirming the received condition. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Couple wear marks observed at one location on the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported of cutter detached from the tip of the cutter. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from company representative who indicated the procedure was completed after the product was replaced. The sleeve came off after the probe was removed from the eye. No additional medical or surgical intervention was required.